Manufacturer narrative:
Remains implanted.

Event description:
It was noted that the patient underwent aaa repair using an endurant abdominal stent graft approximately 3 years prior to the event. The 3 year routine follow-up CT showed the presence of a type ia endoleak. An ovation ix abdominal stent graft system and a medtronic aortic cuff was implanted to re-line the endurant stent graft and treat the endoleak. The final angiogram showed the presence of an aortic rupture; it was noted that the aortic cuff malfunctioned upon deployment. The physician elected to convert the patient to open surgical repair, and the patient subsequently expired during the surgery.